Manufacturer narrative:
Device manufacture date from december 17, 2016 to december 20, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not deliver the intended dose. The reporter stated that the patient had disconnected the folfusor after four days himself and brought it back to the customer in a clear plastic bag. The device was filled with fluorouracil hs in sodium chloride 0.9%.there was no report of patient injury or medical intervention associated with this event. No additional information is available.